Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The alarm will not function. The key failure is the sieve beds saturated and bad odor.

Manufacturer narrative:
(B)(4) - 5/27/2015. This product was inspected and repair by an independent repair center. Should additional information become available, a supplemental record will be filed.